Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge with insulin as there was difficulty with pushing the plunger. Contact stated they tried different angles. The contact loaded a new cartridge and able to fill. There was no impact to the customer's blood glucose level.